Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through several steps to troubleshoot the issue, including disconnecting the tubing, delivering boluses, and checking for visible damage. The alarms recurred, and although no cracks were found in the cartridge, the caller was assisted in filling and loading a new cartridge. Ultimately, it was recommended that the customer replace supplies as needed and resume insulin therapy, with an arrangement for additional assistance as necessary.